Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited several malfunctions such as snowflake image, peeled adhesive around the objective lens, leaking at the metal tip section, and green / magenta image color tone. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes includes electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear, and stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.